Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2024, there was no cgm value documented, and the bg reading was 2.3 mmol/l when the patient experienced loss of consciousness. The patient¿s partner called an ambulance, and the patient was taken to the hospital. At the hospital, the patient was treated with glycogel injection (glucagon) by a nurse. The patient was discharged the same day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.